Event description:
It was reported that the patient had visited the emergency room with hyperglycemia on (B)(6) 2025. The patient's blood glucose levels reached above 600 mg/dl while wearing the pod between 24 and 36 hours. When the pod was removed from the infusion site (leg), the pod's cannula was found "sideways". Symptoms reported include dry mouth and frequent urination. The patient was treated with an injection of 5 units of insulin. The patient was discharged on (B)(6) 2025.

Manufacturer narrative:
The device has been received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone. Lockdown. Cloud - omnipod 5 software app version. 3.1.1. Cloud - operating system. N5004l-am-q-mv01602-06-01.06. Cloud - hardware. N5004l. Cloud - cgm sensor type. G6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the cannula assembly did not find it bent, kinked, or damaged. No timeouts or drive stalls were observed. The pod generated an 0x18 safety alarm indicating pod has reached empty reservoir. The investigation found no evidence of any damage or manufacturing deficiencies that would result in the device failing to deliver insulin.